Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable troponin t hs elecsys assay result from one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2025: the initial result of the initial patient sample was 38.4 ng/l (elevated). On (B)(6) 2025: the result of a follow-up patient sample was 6.7 ng/l. The physician questioned this result as the clinical presentation suggested a higher result. The repeat result of the initial patient sample was 9.4 ng/l,

Manufacturer narrative:
The calibration and qc results were within the specified ranges. The investigation reviewed the sample foam detection camera images of the patient sample. Floating particles were noted when the patient sample was pipetted for the assay performed before the troponin t hs assay. The field service engineer inspected the analyzer and cleaned the surfaces, fans, probes, nozzles, and other parts. He also cleaned the syringe line, adjusted the reagent probe, and performed the liquid flow cleaning (lfc). A general reagent problem was not detected because the qc before the event was within the specified ranges. The investigation did not identify a product problem based on the provided information. The cause of the event could not be determined.